Event description:
It was reported the surgeon implanted a g7 pps shell and drilled with a 30mm ringloc drill bit. When the surgeon inserted the depth gauge to read the length, the depth gauge broke upon removal. The surgeon removed the broken piece. No consequences or impact to the patient reported.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Visual examination of the provided pictures identified the gauge has fractured at the base of the measuring notches. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed based on the evaluation of the provided images. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.